Event description:
It was reported that after a percutaneous transluminal coronary angioplasty (ptca) and stenting treatment procedure, stent thrombosis and myocardial infarction occurred. Access was obtained via the right radial artery. The 80% stenosed, 14x3.00mm lesion being treated was located in the left anterior descending artery. The physician predilated with 2.00x12mm and 2.00x15mm non-bsc balloons then implanted a 3.00x16mm promus element stent in the target lesion. No complications were reported. Eighteen days later the patient presented with chest pain and myocardial infarction. An angiogram was completed and subacute stent thrombosis was identified. The thrombus was treated with an unknown suction catheter and gp2b3a agents. The procedure was completed by implanting a 2.75x38 promus element stent over the previously implanted stent and postdilating with a 2.00x12mm non-bsc balloon. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).